Manufacturer narrative:
(B)(4). Date sent: 07/16/2021. Additional information was requested, and the following was received: there has not been any new information uncovered, nor do the surgeons expect there to be.

Manufacturer narrative:
(B)(4). Only event year known: 2021. Batch # unk. (B)(4). The lot/ batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation? If so, please describe the shape and location. Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? Upon re-operation it was stated that the staple line had separated. What was the appearance of the staples? Does the surgeon believe that the cdh29p device cause or contributed to the post-operative leak or were there other contributing factors such as the patient¿s tissue condition?

Event description:
It was reported that nine days post op to a laparoscopic colon procedure the patient presented with an anastomatic leak. Resurgery revealed the anastomosis was completely separated, however the patient was aseptic. During the initial procedure the donuts were perfectly formed and successful leak and proctoscope exams were performed. The patient was diverted to a colostomy and will be brought back at a later date.